Event description:
The customer complained that the bed will not send a nurse call signal to the nurses station, when the nurse call switches are pressed on either siderail, or on the patient pendant.

Manufacturer narrative:
The technician replaced the sidecomm board, which resolved the issue. The bed is operating within specification. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.